Event description:
The patient's intrathecal drug delivery catheter was explanted and returned to the manufacturer because the connecting portion of the catheter was leaking from a pin hole. No pt symptoms were reported. The pt recovered without sequela. The drug used in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
This report refers to the model 8709 catheter. Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is completed.